Manufacturer narrative:
(B)(4). The complaint is being reported by zimmer biomet as (B)(4). It was reported that a derma carrier had particulate inside the packaging that was found to be larger than acceptable. Also, there was a stain on one or more of the returned product. The returned box of dermacarriers, lot number 63187388, contained one or more units that had particulate or stain in the packaging. The reported stain was found to be a small burn mark on the surface of the derma carrier molded device. Zimmer biomet inspection procedure as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. Also, if the particulate is embedded then a total of three particles whose individual areas do not exceed 2.00 sq. Mm in size are acceptable. A visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening; inspect at a distance of 12 to 18 inches; inspect each pouch for up to 10 seconds. Based on a visual comparison shown in the tappi chart picture, the particulate/stain identified does not meet the acceptance criteria and is therefore nonconforming. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room. This room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per environmentally controlled and clean room gowning procedure used at zimmer (B)(4). This complaint is considered a complaint out of the box (coob). The root cause of this event cannot be specifically determined with the provided information.

Event description:
It was reported that a stain was found on the product. Also, a loose particulate (foreign substance) larger than 0.62mm2 was found. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4).